Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core impaction drill was sent for eval due to overheating during a wisdom tooth extraction procedure. The procedure was completed with a readily available alternate device w/o any clinically significant procedure delay. No adverse event was associate with the device.